Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular lead exhibited noise. The physician decided to continue to monitor. There were no patient consequences.